Event description:
It was reported on customer medwatch form (#45-0076-2001-0007) that when the device, with reload cartridge, was used during an unknown procedure, it locked out. A different instrument was opened and used to complete the case. There was no consequence to the pt.